Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Visual inspection of the returned device found one of the jaws was in an open position. One jaw links was not attached to the core wire. Functional test was performed and found the jaws were unable to close. Based on all available information, the investigation concluded that the detachment of the link was likely due to operational factors such as user technique and handling during the procedure. It is probable that as a consequence of the condition of the link, the jaws failed to close. Therefore, the most probable root cause is adverse event related to procedure. A device history record (DHR) review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lymph node during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2019. According to the complainant, during the fourth pass, the physician felt that the wires of the forceps broke when performing biopsy. Resistance was then noted when attempting to remove the forceps, which was attributed to the jaws still being open. The forceps was then slowly removed from the node and back into the scope. Once removed, the forceps was inspected and found the jaws were no longer able to open and close properly. Since this was the fourth pass and adequate samples were obtained, the procedure was completed. A photograph of the device was provided and showed the jaws were opened unevenly. There were no patient complications as a result of this event. This event has been deemed reportable based on the investigation result.